Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
Note: note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two resolution clips were used during an unknown procedure performed on (B)(6) 2025. During the procedure, it was reported that the clips felt like they were snagging during inserting into scope and would not deploy but eventually deployed closed and unattached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.